Manufacturer narrative:
Samples received: 1 open box labeled as monosyn 3/0 reference c2022215 with batch 117093 with 23 unopened pouches labeled as c2023204 (monosyn 4/0) with batch 117103. There are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in b. Braun surgical warehouse. We have received a monosyn box labeled as c2022215 /(monosyn 3/0) batch 117093 nevertheless inside the box there are only 13 pouches of the corresponding product and 23 pouches of other monosyn reference: c2023204 (monosyn 4/0) and batch 117103. The involved orders were conditioned/packed in boxes the same day, most probably one after the other and some units of one order were packed with the other in the production area. Production personnel has been warned about this issue. Taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is justified. According to our internal procedures, there is no need to establish corrective or preventive actions. However, activities have been planned to minimize this issue (sop modification and training). Moreover, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: australia. Have attached some photos of a box of c2022215 3/0 monosyn which was received by gx teneriffe and when opened they found a few packets of the 3/0 but then the rest are 4/0 code 2023204. Possible explanation is that there was an end of run issue. Anyhow, it would be greatly appreciated if you could investigate this further and then get back to the clinic with what has happened.